Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the battery didn¿t seem to be charging. The fixing nut was defective, and it could no longer be tightened. The infusion cassette was not detected by the device. When turning on the pump with the cassette present, a "remove and connect the cassette" warning appeared. When trying to replace it, the device said "cassette not securely attached. Remove the cassette." It was reported that there was no longer any problem with the fixing, but a problem with the cassette recognition and battery charging. There was unknown patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. D9: date returned to mfg; 5/22/2025. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint of device not recognizing the cassette was confirmed, but the reported fault of device batteries not holding a charge was not confirmed. It was found that the downstream occlusion(dso) sensor was defective. The sensor was replaced.